Event description:
The customer reported that the system displayed an error message during fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation, and could not duplicate the reported problem. The interconnect cable was replaced. The system was tested and found to be working as intended and put back into service.